Event description:
It was reported that the patient had received required medical attention for hypoglycemia. The patient's blood glucose levels had dropped to 36 mg/dl while wearing the pod. The patient reports having lost consciousness. The patient reports while at a family event a nurse had administered a manual injection of insulin. No further information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.